Event description:
The customer reported that the iabp was found in the cicu hallway with a note on the monitor: "needs service/stops pumping during case." The iabp was not replaced. No pt injury was reported.

Manufacturer narrative:
The device history record for the iabp involved in the event was reviewed. There are no nonconformances in the DHR related to the reported event. We followed up with the customer for the event date and pt information, however, they were not provided. The company representative was unable to duplicate the reported problem. She observed that there were no errors in the system fault logs that related to the reported event. The iabp was tested to factory specification. It functioned normally and was returned to the customer. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).